Event description:
Procedure type: lap gastric banding. According to the rptr: needle came off the device in fatty tissue and was not located. No pt harm reported. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).